Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin leaked into the reservoir compartment and past both orings. The customer's blood glucose level was 130 mg./dl at the time of incident. Troubleshooting advised customer on proper insertion of reservoir into the compartment. Customer indicated that the reservoir will not be returned for analysis.